Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the hybrid guidewire somehow got stuck in the lead and would not come out without a lot of force. The guidewire somehow got stuck in the lead and had to be pulled very hard. This damaged the lead. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned. The guidewire was also returned but not attached or inserted in the lead. A fresh guidewire was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The guidewire was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.